Event description:
During the procedure, the surgeon noted that the device was stuck in the lock position, and the blade was engaged between the jaws. The device was removed from the field, and a new device was obtained and utilized without issue. It is unknown whether the new device was of the same or a different lot.